Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited poor rv sensing after implant. Subsequently, the patient underwent a revision procedure, and this lead was successfully repositioned after several attempts. Besides intervention, there were no other adverse patient effects reported. This rv lead remains in service.